Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction , and to provide the completed investigation results. It was inadvertently reported in the initial report that the additional information was received on january 1, 2019 ; however, the correct date the additional information was received is february 1, 2019. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - reported to be in her 70's. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was successfully deployed. Forty-eight hours post deployment, the patient experienced perfuse bleeding from the access site. The patient was reported to be fine after manual pressure was applied. The procedure outcome was successful. Additional information was received january 1, 2019. The type of procedure that was performed using the angio-seal was an abdominal aortogram with run off using a 6fr sheath. There was some mild disease in the common femoral artery (cfa). A groin shot was performed. It was normal deployment of the angio seal device, there were no issues. She was ambulatory in hospital the next day. Manual compression resolved the bleeding. Two days after procedure, while still in hospital, the patient had gross bleeding from the femoral access site that required transfusion. Bleeding was from the puncture site externally. Blood loss was greater than 250cc's. There was no pseudoaneurysm, no fistula, no small vessel puncture, and no active bleeding in imaging. After hemostasis was achieved via manual compression. After hemostasis was achieved, a cta and two ultrasounds were performed. The patient was noncompliant, and reported to have hypertension (htn), which was managed before the case and was still low, borderline hypotensive two days after the case when the bleeding occurred. There is no direct allegation against the device from the clinician that it caused or contributed to the event.